Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of battery out limit and blank display. The customer's blood glucose reading was 16 mmol/l. The customer treated with manual injections. The customer was advised to insert new aaa battery and the display returned. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.